Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. User does not utilize the cgm option of the t:slim x2 g5 pump. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 25 to the 50's (mg/dl). Reportedly, the customer was unsure of the suspected cause of the low bg level; however, attributed an occurrence to be due to consuming alcohol. To treat the low bg level, the customer consumed soda and crackers. Additionally, the customer's wife assisted the customer with consuming food as the customer was unable to do it themselves. Recommendation was made to consult with health care provider regarding diabetes management.